Event description:
It was reported that the ventilator would have a high pressure alarm condition and would not give a breath for approximately 10 to 15 seconds. After that, it would give another breath. When the high pressure alarm sounded, the ventilator screen would flash for two breaths and then have a long beeping sound. The ventilator repeated the same type of issues on a test lung. No patient harm reported.

Manufacturer narrative:
The manufacturer was unable to duplicate the reported problems. The ventilator passed an extended test run using the customer¿s ventilator settings. The ventilator passed the ltv final test which includes many ventilation and alarm functions. The ventilator also passed the general checkout procedure. Internal inspection did not reveal any anomalies with the ventilator. A review of the event trace revealed multiple ¿hi pres1¿ alarm conditions on the reported date of (B)(6) , 2015. Further review of the event trace revealed multiple ¿tbn estp¿ and ¿tbn hstp¿ beginning (B)(6) , 2015.